Manufacturer narrative:
MFR site eval: sample received: 3 unopened pouches. Analysis and results: there is no previous complaint of this code batch; (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Received 3 closed samples. Performed tightness test to the closed samples received and the units are tight. There have been many products received in the same sterilization cycle, however, no other complaints about these products were received. Monosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests, the harmlessness of monosyn was proved. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complaint is not justified. Correction/preventive actions: na.

Event description:
Country of complaint: (B)(6). Wound became infected and red.